Manufacturer narrative:
Insulin pump passed the self test, rewind, prime or seating, basic occlusion, occlusion, force sensor test and the displacement test. Insulin pump primed and seated properly when the test reservoir was detected. No prime or fill anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that piston not moving and insulin pump alarmed for no delivery. Customer stated that during the rewind insulin pump beeped and piston did not move and said to place, to lock reservoir. Customer¿s current blood glucose was not given. Insulin pump will be return for analysis.